Event description:
The customer reported to olympus, the hd autoclavable camera head "video may or may not appear". The issue occurred during an unspecified therapeutic procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the following: corrosion of electrical contacts on connector, cable part cable was twisted, the head scope mount bending optical axis had a deviation, the head scope mount was corroded, heavy head switch operation, head imaging was flooding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the available information, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's new investigation. Based on the results of the new investigation, because of the presence of scratching and corrosion at the video-jacket-electrical contact, poor contact between the video-jacket and the processors had occurred, making it so the image could not be transmitted normally. Additionally, water is observed in the main body portion imaging which resulted in a failure of the primary imaging.